Event description:
Procedure: lap chole. According to the reporter: during use, the tissue was disengaged. The piece did not fall into the pt's cavity. Another device was used to complete the case. There was no add'l bleeding and/or tissue damage. Operative time was not extended more than thirty minutes. No add'l pt info is available.

Manufacturer narrative:
(B)(4).